Event description:
It is reported after an endoscopic ultrasound (eus) and endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy and fully covered wall stent placement, using an evis exera iii duodenovideoscope, a piece of mucosa was found in the elevator channel post-procedure. The physician was not aware of this occurrence before the patient was extubated and anesthesia reversed, therefore was unable to re-scope the patient to judge/evaluate the damaged area. No medical or surgical intervention was provided for this issue, however, the patient was monitored overnight in the pacu to ensure no adverse effects occurred. The patient went home without complications from the procedure the next day. The tissue specimen was not sent to pathology. The patient had no medical history, primary disease, ulcer, or stenosis that contributed to the tissue injury. The physician does routinely perform suction intermittently upon withdrawal of the tjf from the duodenum, stomach, esophagus for degassing and removal of residue. Suction settings were not provided. The cap was examined after the procedure and was not cracked. The cap was checked after attaching it to the scope (before the procedure). There were no abnormalities in the appearance of the scope before or after the procedure.